Manufacturer narrative:
It was reported that the instant cold pack exploded while being activated by the patient's husband. No information was provided on how the instant cold pack was activated. The patient's husband reportedly received instructions on how to activate the pack from the nurse, who at the time of the incident was providing peri-care to the patient. Reportedly, when the instant cold pack exploded, its contents reached the patient's eyes. The patient reportedly developed watery reddened eye irritation, which required immediate washout with eye irrigation solution. It was denied that patient required further medical intervention. Prior to activation, there was reportedly no obvious damage to the instant cold pack. There was no report of a serious injury or need for follow-up care. Due to the reported incident and the required eye irrigation, this medwatch is being filed. The sample is not available to be returned for evaluation. A definitive root cause for the reported issue could not be determined. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the instant hot pack exploded upon activation by patient's husband. The patient required eye irrigation to remove instant cold pack contents from her eyes.